Event description:
It was reported the instruments were used during a laparoscopic burch procedure. It was reported the instruments were handed to rep in the packaging with "broken" written on one of the boxes. Rep stated surgeon may have dry-fired the instruments. Another instrument obtained. There was no consequence to the patient.